Event description:
Event description: during cortrak nasogastric tube placement, a left lung placement was discovered via chest x-ray resulting in a pneumothorax.

Manufacturer narrative:
At this time corpak continues to work with the hospital for return of the cortrak system, stylets, and/or tracings in order to investigate the reported event.